Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle had an open pulse wire the root cause for the open pulse wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.